Event description:
It was reported that the bed has a weld break where the litter and thigh litter meet. No adverse consequences were reported.

Manufacturer narrative:
Actuator box and cover. Investigation determined that the box and cover were bent.